Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during central processing, it was noted that the shaft of the force feedback cadiere forceps instrument arm is broken off. There was no patient involvement.